Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported the customer was hospitalized for diabetic ketoacidosis due to a skin infection from her infusion set site. The customer reported an elevated blood glucose (bg) of 520 mg/dl. Multiple attempts were made to obtain additional information; however, additional information was not provided. Infusion set information was also not provided.